Manufacturer narrative:
(B)(4). Insulin pump was received with normal operating currents and no blank display noted. Insulin pump was received with broken battery cap, broken battery tube threads, cracked case at display window corner and cracked reservoir tube.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display and caused high blood glucose. The customer¿s blood glucose level was 315 mg/dl at the time of the incident. The customer reported that there was missing piece on the battery cap. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump was returned for analysis.